Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable lead dislodged one day after implant. The lead was explanted and the atrial port on the device was plugged. The lead is unavailable for return. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable lead dislodged one day after implant. The lead was explanted and the atrial port on the device was plugged. The lead is unavailable for return. No additional patient effects were reported.